Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the remote manager. It failed on the fridge. The field service engineer installed a spare remote manager on a pharmacy fridge that was being moved and swapped in the new med room. Aligned and installed medcart cable. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system that had a remote manager, it failed on the fridge. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.